Manufacturer narrative:
(B)(4).

Event description:
Procedure type: right vats biopsy. According to the reporter: doctor went to staple the upper lobe; tissue was too thick. Realized as part of the tissue pulled away when staple was still clamped on tissue. Doctor then used black reload to restaple around the tissue. More tissue was removed than what was planned for the case as he had to go below the previous staple line to meet the former staple line. Doctor was fine, just realized tissue too thick, checked for air leaks and none found. No reinforcement material was used.